Manufacturer narrative:
Final device analysis results revealed both b+ battery bond wires are broken. The product serial number is within the affected range for the kinetra broken wire bond recall.

Event description:
The representative reported the device was explanted due to normal battery depletion. There was no injury to the patient; the patient's status after the case was satisfactory.